Event description:
It was reported that during a thoracotomy procedure the device fired fine on the first firing. They tried to reload the device with a second green load and the device would not load. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Pan dislodged. The analysis results found that one (B)(4) device was returned with no visual non-conformances and with a reload pan found lodge inside the channel preventing additional cartridge reloading. The pan was removed from the channel and the device was tested for functionality in the straight and articulated positions with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed without difficulties. While no conclusion could be reached as to how the pan became dislodged from the reload, in addition it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).